Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms, asystole events, service code 103) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test and was unable to pass essential performance testin. The cause for the failure was isolated to open -5v and main batt wires in the trunk cable. The root cause for the open wires were excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 103 (gel fire fault) and was experiencing arrhythmia and asystole events.